Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. The field service engineer (fse) removed the back panel and confirmed that all board lights were on. The station was powered down, and all cable connections on the back of drawers 4.1 and 4.2 were reseated. After powering the station back on, both drawers were successfully detected. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 and 4.2 failed and was not detected on bus. The user tried to reboot and recover but issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.